Event description:
A physician reported a pt who was originally skin tested on 17 august 1998 with negative results. On 22 september 1998, the pt was treated in the upper nasolabial folds, oral commissures, lower nasolabial folds and checks. On 29 september 1998, the pt was given a touch up treatment in the lower nasolabial folds. On 3 november 1998, the pt called the physician and reported intermittent swelling, pinkness, and itching at the check treatment sites. The pt stated the symptoms began about early to mid-october 1998. The pt denied induration or flakiness. The pt had self-medicated with benadryl. The physician prescribed a medrol dose pack. The physician diagnosed the symptoms as hypersensitivity.